Event description:
It was reported that air bubbles in the tubing was observed, and the insulin pump did not alarmed no delivery. Attempted to contact customer to do a follow up. Several days later, the mother called back to continue testing. Troubleshooting was performed. Ran a high pressure test and failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.